Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 17718368, batch: 17674960/17674693.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.